Event description:
The account alleged the brakes were not locking. No patient impact.

Manufacturer narrative:
The technician found the brake was not set in the lock position. The technician set the brake in the lock position and in-serviced the account on how to set brakes properly to resolve the issue.